Event description:
Patient was having a urology (turp) procedure. The plastic tip of the resectoscope sheath broke off in the bladder. Once the prostate was shaved down they were able to irrigate and retrieve the pieces. There was no adverse outcome. FDA safety report ID# (B)(4).